Event description:
The pt reportedly has a history of difficulty with programming sessions. In 6/2003, the pt was seen at the center for device eval. The pt reportedly had not been using the sound processor for a few weeks and was upset when external headpiece was placed on the head. External hardware was exchanged. When programming adjustments were attempted, impedance values measured out of range. The pt was scheduled to be seen by the center for further eval. In 2003, the pt was seen by a co rep for device eval. Testing confirmed that the device was no longer functioning. Surgery has been scheduled to explant the pt's device.